Event description:
The recipient reportedly experienced electrode extrusion that resulted in an infection of the auditory canal. The recipient's infection was noted in (B)(6) 2020 and was treated with medication and a surgical intervention to clean the ear. On (B)(6) 2020, the recipient's device was explanted. During explant surgery, total erosion of the external auditory canal wall was found and a subtotal petrosectomy with cul-de-sac closure of the external auditory canal was performed. The recipient was not reimplanted. The recipient has fully healed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional details will not be provided. The external visual inspection revealed the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.